Manufacturer narrative:
End user will complete repair. No repair information available. Block a: no patient information available after calls to customer 11/21/2023 and 12/15/2023.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. H3 other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was a malfunction resulting in insufficient agent delivery less that -20% of setting during use. There was no patient injury.